Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical service engineer (tse) regarding the customer encountering error 45311, and the left image on the surgeon side console (ssc) viewer was upside down. The tse reviewed the system logs and was able to verify error 45311 pointing to a communication issue between the endoscope and the endoscope controller (ec). The tse requested for the customer to disconnect the endoscope, clean the ec with alcohol, and reseat four to five times in the ec. The reported complaint persisted. The tse advised the customer to replace the endoscope, and the reported complaint cleared. The tse advised the customer to return the defective 0-degree endoscope. The surgery was beginning. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the issue with the 0 degree endoscope was detected both before and during the planned procedure on (B)(6) 2025. Initially, a recoverable fault was triggered and overridden prior to the procedure; however, it recurred after the surgical port placement. Additionally, a review of the site history revealed that a similar issue had been observed a month earlier on (B)(6) 2025. This was documented under patient identifier (B)(6), involving the same system and endoscope, which was confirmed to have returned to circulation. Furthermore, the customer intends to return the endoscope for failure analysis evaluation.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical service engineer (tse) advised the customer to replace the 0-degree endoscope, and this resolved the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. As of the date of this report, the 0-degree endoscope has not yet been received by isi for evaluation. The probable root cause may be attributed to a poor endoscope connection (e.g., debris on the connector), setup issues, or damaged vision components. Damage may result from an accidental drop of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing (e.g., excessive heat exposure during sterilization). Error 45311 is associated with endoscope connectivity issues.